Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg was able to confirm that the pump was experiencing restarts during infusion. The restarts were due to a failed component that caused the battery to be unable to charge completely. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump turned off during infusion without alarming. The initial reporter also stated that this occurred during testing and no patient was involved. [(B)(4)].